Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and fainted treated with medical emergency and glucagon. The blood glucose value at the event is 15 mg/dl. The customer reported damage to the pump and reservoir was showing less insulin than shown on status screen of pump. The event involved product(s) mmt-332a, mmt-387a, mmt-1884. Troubleshooting was performed for low blood glucose. Customer was not using the auto mode/smart guard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-387a. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2025 as per new additional information and which is updated in sections b3 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported walking a long distance and wetting himself. He was too concerned about drying himself through his car window that he did not mind his low blood glucose and kind of fainted while he was driving and ended up in the median. Paramedics were called. Low was treated with glucagon. He was transported to the emergency room at 2:30pm. Customer also reported damage to the pump. Customer said insulin type and concentration was not correct based on hcp guidance. Per (B)(4), there was a crack or indentation to the front part of the pump on the reservoir side that occurred on (B)(6) 2025 after the pump had been bumped. Customer said there was no physical damage to the retainer ring. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.